Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect, cause was unknown. Customer also reported an undefined high blood glucose (bg) level that was "high" according to continuous glucose monitor readings. High bg was addressed with a correction bolus. Reportedly, the date was corrected and insulin therapy successfully resumed.